Event description:
Customer reports a fiber leak on reuse number 20 noted by visible blood in dialysate. Estimated blood loss was 200 cc's. Pt given 200 cc's normal saline replacement fluid. No pt injury or medical intervention reported.